Manufacturer narrative:
One used ln 142560428, plum .2 fltr pp site pe orange 104in ndhp; lot # 896215h was returned for evaluation. As received, the filter vent of the sample appeared to be in good condition. A leak was confirmed through the inlet filter vent of the device. The observed leak appeared to come from a single location within the circumference of the vent hole. The filter vent was removed from the filter and a hole was confirmed to be present in the vent material. The probable cause of the observed leak is the presence of a hole in the vent material. A batch record review was performed on lot# 896215h, ln 142560488 and the relevant commodities and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. Manufacturing quality (mq) performed visual and physical evaluation with zero defects found. As a result no discrepancies that may have contributed to a complaint of this nature were found.

Event description:
The event occurred on an unspecified date, involving a primary plumset that had a leakage of taxol on the filter. There was no report of adverse event. No additional information was provided.